Manufacturer narrative:
The device was inspected and reported issue was confirmed in service report and problem description. Photo of the damaged part was not provided, however it was confirmed by the technician that the humidifier holder was broken into two pieces. The damaged part was replaced by the spare part supplied by the customer. The device passed all performance tests and has been returned to clinical use. The cause to the reported issue has been determined and is related to the humidifier holder.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).